Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new implant on the contralateral ear.

Event description:
Per the clinic, the patient experienced a performance decrement due to open circuits on all electrodes except 1, 3, 4, and 7. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.